Event description:
Event description guidant received information that this pacemaker was electively replaced due to an advisory issued on this model device. There were no reported adverse patient effects.